Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the black box showed evidence of a call service 162 warning due a low non zero force. The battery compartment was undamaged, and no battery cap was returned a test battery cap was able to fit. The ez-prime steps were performed correctly. No call service 162 warnings occurred during the investigation. The loss of prime complaint was unable to be duplicated during the investigation.